Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported the customer experienced a blood glucose level of 240 mg/dl. A system check was performed and an air bubble was observed along the infusion tubing. Reportedly, the customer addressed the issue by successfully priming the tubing.